Event description:
It was reported that, prior to an upgrade procedure from this implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d), the patient experienced a ventricular fibrillation episode and a 41 joule shock was delivered and successfully converted to normal sinus rhythm (nsr). During device interrogation, a code 1004 indicative of short circuit during shock delivery was observed. The patient was hospitalized for a few days for further evaluation. During telemetry, there was no error code noted. Electrical measurements were within normal trends except for one anomaly r-wave. At this time, the upgrade procedure was placed on hold. The patient will continue to be hospitalized until the upgrade procedure is performed. This device and right ventricular (rv) lead remains implanted but electrically deactivated. Subsequently, this device and lead were explanted and replaced with a competitor. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the distal segment was returned and an extracting stylet was returned stuck in the tip section of the lead. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that, prior to an upgrade procedure from this implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d), the patient experienced a ventricular fibrillation episode and a 41 joule shock was delivered and successfully converted to normal sinus rhythm (nsr). During device interrogation, a code 1004 indicative of short circuit during shock delivery was observed. The patient was hospitalized for a few days for further evaluation. During telemetry, there was no error code noted. Electrical measurements were within normal trends except for one anomaly r-wave. At this time, the upgrade procedure was placed on hold. The patient will continue to be hospitalized until the upgrade procedure is performed. This device and right ventricular (rv) lead remains implanted but electrically deactivated. Subsequently, this device and lead were explanted and replaced with a competitor. No additional adverse patient effects were reported.